Event description:
Info received indicates the bed is losing power due to cut wires on the siderail cable.

Manufacturer narrative:
The facility replaced the head siderail cables and caregiver control overlays to repair the bed.